Event description:
A stent was removed in three pieces from a stone pt. A new stent was placed. Stent removed from the pt in three pieces.

Manufacturer narrative:
The device has not been received for eval at this time. Info received indicates the stent segments were removed using grasping forceps within the same procedure and another stent placed. Upon receipt of the device and additional info a follow up report will be completed.